Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the black box indicated multiple "pump not primed" warnings. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 29 hours with no delivery issues and no loss of primes. A loss of prime was induced during investigation and the pump emitted the appropriate audiovisual alerts. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that the patient experienced hypoglycemia. The reporter indicated that the patient's blood glucose levels are normally between 80 and 120mg/dl. On (B)(6) 2012, the patient reportedly woke up from a nap (at approximately 7:30pm) with a blood glucose level of 27mg/dl. The reporter indicated that boluses of 6.45 and 3 units were delivered prior to the nap (around 6:17pm and 6:36 pm). These are reportedly normal boluses for the patient. The next day, the patient was reportedly having some low bg values and feeling shaky and weak. The patient's blood glucose level was treated with juice, candy and smarties. The reporter indicated that the patient's blood glucose will come back up after treating but will not stay up for long. Troubleshooting was performed with the patient and no defects were found, however, the reporter indicated that she can hear the basal insulin deliver and sees drops every 2 minutes and believes that the pump is over-delivering. This report is being made based on the allegation that the patient suffered hypoglycemia and the allegation that the pump is over-delivering.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.